Manufacturer narrative:
This report has correction to field h6- impact code.

Event description:
It was reported that this right ventricular (rv) lead likely suffered micro dislodgement leading to high capture threshold. Patient is not pacer dependent, but the physician opted to put in a temporary wire. Rv lead was repositioned and currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead likely suffered micro dislodgement leading to high capture threshold. Patient is not pacer dependent, but the physician opted to put in a temporary wire. Rv lead was repositioned and currently remains in service. No additional adverse patient effects were reported.